Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the patient's pulmonary vein split when using the balloon catheter, resulting in tamponade and surgical intervention. The case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed; the files show a system notice on the date of the event which is unrelated to the adverse event which occurred. This is a death which occurred days after the procedure due to complications from prolonged cardiac arrest. There is no product malfunction alleged or confirmed. The product was not returned for analysis and no lot number is available for the product.

Event description:
It was further reported that the left superior pulmonary vein (lipv) was the affected vein and that the balloon catheter was inflated just outside the ostium of the vein, the sheath was retracted to the back of the balloon catheter and the vein was occluded for therapy. Upon engagement of the balloon in the lipv the patient reported some chest pain which "settled" and the patient was hemodynamically stable. On first application of contrast dye, there was no hold up, so the balloon was advanced a bit further and on fluoroscopy it was observed that the leading edge of the balloon demonstrated "tenting". Occlusion of the vein was confirmed and no dye leak was observed. The application of cryo began with good temperature reduction and the balloon was observed to become "more rounded". At this point the patient reported "intense pain" and the procedure was stopped. A tamponade was confirmed and the blood loss "was so brisk that an eight french pericardial drain could not keep up with the blood loss". A surgeon was called in to repair a reported two centimeter linear tear from the roof of the left atrium extending to the lipv. Although repair was reported to be successful, the patient died "a few days later" from a hypoxic brain injury due to prolonged cardiac arrest.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.